Manufacturer narrative:
Additional information provided in h3, h6 and h10. The investigation for the console pump stop and shut down issue has been complete. Console logs are consistent with complaint and show that with pump was running at p-6. The console unexpectedly shut down and rebooted. The pump was stopped during start-up communication initialization, but then was detected by the console, recognized as previously running, and automatically restarted at p-6. The pause in hemodynamic support was approx. 29 seconds. During the boot-up sequence console¿s software detected a software process that had previously failed, but this does not necessarily indicate that the process caused the shutdown. An alarm ¿unexpected controller shutdown¿ presented, and data streaming had been disabled, as per design. After pump restart, the support continued without issues for the next 2 days. Console was returned for evaluation but the unexpected shutdown and pump stop was not reproduced, therefore root cause could not be determined. The most likely components that could have contributed to the issue were the 4-in-1 assembly and power battery manager assembly, as these are responsible for power delivery and distribution as well as software execution.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported that the impella aic (console) blacked out during impella support. Support stopped for about 20 to 30 seconds. There was no impact to the patient.